Manufacturer narrative:
Balloon burst was confirmed upon return from customer. Only the distal 30cm of the catheter was returned. It appears that the balloon burst and the distal end of the balloon became lodged in the patient and the guidewire tubing broke when the physician attempted to remove the catheter. It is noted in the report that the physician did not use an inflation device with pressure gauge as recommended in the instructions for use. Instead the physician used a syringe to inflate the balloon. By using a syringe, the physician is not able to monitor the pressure during inflation, to see if he is exceeding the rbp of the catheter, it is also noted in the report that the patient had severe fibrosis within the valve that they were trying to dilate. Numed investigation shows that the balloon burst may have been caused by the fibrous material and the use of a syringe for the inflation of the balloon. A comparative catheter was pulled and evaluated for rbp. It is the same size as the complaint catheter. The rbp for this catheter is 2.5 atm. The comparative catheter was taken up to 3.5 atm before it burst. It performed within specification.

Event description:
As reported to numed, inc. In the product incident report - "the balloon was used to perform pulmonary valve fibrosis treatment. When the doctor inflated the balloon, the balloon suddenly burst transversely into pieces and left in the patient's body. When he removed the balloon out, he found the middle tubing was broken into two segments. Then the doctor used cook basket forceps to grasp the fragments out. It took three hours to grasp the fragment out that caused a prolonged surgical procedure."